Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported patient had immediate implant placement site #23 and #26 on (B)(6) 2022. Patient came for follow up on (B)(6) 2022 with infected tooth #27 and failing implant#26. Implant #26 and #27 removed that day. Patient developed fistulas at implant #23 with cbc7 scan showing bone loss. Implant was non-salvageable. Implant @23 removed on (B)(6) 2022. Tooth #23. Additional appointment required: yes. Symptoms as a result of the event: bone loss, lack of primary stability, infection, abscess, pain, edema, inflammation.